Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that the first and the second bands were "kinked" and the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and overlapped.

Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (correction): block e1: (initial reporter zip/post code) has been updated. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing had five bands attached. The ligator housing teeth were bent, and the handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the device returned with the ligator housing with five bands, the teeth were found bent and the handle has evidence that the trip wire was secured. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose ligation procedure performed on (B)(6) 2024. During the procedure, it was noticed that the first and the second bands were "kinked" and the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and overlapped.